Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient experienced a hematoma after crt-d implantation. During surgical intervention, cs lead dislocated. The patient was hospitalized and a surgical intervention due to the hematoma was done. The dislocated cs lead was removed and a new lead was implanted on (B)(6) 2019. This device remains implanted.